Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. There was thrombus in the proximal aortic neck and calcium was present in both the right and left iliac arteries. The bifurcated stent graft was implanted via the right femoral artery along with an iliac extension. The contralateral limb and an iliac extension were implanted on the left side. It was reported that after initial deployment of all the stent grafts the physician had difficulty removing the delivery system during retraction of the nose cone. It was reported that when the physicians pulled the trigger on the delivery system handle to slide the front grip handle to the slider handle a clicking noise was heard and they encountered resistance/difficulty during this process. One day post implant the patient's left iliac limb occluded and the decision was made to perform a fem-fem bypass procedure. The delivery systems were discarded by the user facility. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (removal difficulty). Patient's condition affected effectiveness of device (thrombosed aortic neck and calcified aortic neck and iliac arteries). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (thrombosed aortic neck and calcified aortic neck and iliac arteries).